Event description:
It was reported that customer was hospitalized for high blood glucose levels. It was reported that pneumonia caused him to go to the hospital initially, but pump could have been part of the cause of hospitalization as well due to the fact that it was not working properly. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of knowledge.